Event description:
It was reported that when the device was used during a laparoscopic assited vaginal hysterectomy, the device fired four reloads; bad staples were formed. One device and four reloads are being returned. There was no patient consequence.